Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (the lesion had 85% stenosis post pre-dilatation and the physician noted that the difficult lesion anatomy contributed to the event). Deformation problem; no results available since no evaluation was performed. Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation) 50 device failure/lack of effectiveness related to patient condition device (the lesion had 85% stenosis post pre-dilatation and the physician noted that the difficult lesion anatomy contributed to the event). Unable to confirm complaint. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Device evaluation: the distal tip was slightly flared and damaged. The transition shaft was kinked and damaged immediately distal to the guide-wire entry port. There were numerous kinks starting immediately proximal to the balloon bond and extending 13.0cm along the shaft. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. A number of struts on the 6th and 14th proximal segments were partially misaligned; however the stent was deemed acceptable as per manufacturing online visual inspections as the misalignment would have no negative clinical impact on the patient. The remaining segments were intact.

Event description:
The physician wanted to treat a calcified lesion situated in the lima/ lad which exhibited 85% stenosis. The lesion had been pre-dilated with a balloon. The physician attempted to place a resolute integrity 2.5x18mm drug eluting stent at the lesion site. However it was reported that the stent could not cross the lesion. Upon withdrawal of the stent from the patient it was noted that the stent was damaged. It was reported that the physician attributed this event as being caused by patient condition. No injury to the patient was reported. The procedure was completed using another device.